Event description:
It was reported that pump screen remained dark and would not turn on unless wake button was pressed with extreme difficulty and sometimes multiple presses, which made regular use of pump challenging. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to confirm pump was not connected to power, followed instructions to press wake button in a specific way, and was able to turn on display, but difficulty persisted, so replacement pump was arranged. Customer planned to continue using current pump until replacement arrived, was instructed to place problematic pump into storage mode, re-enter pump settings and reconnect continuous glucose monitor on replacement device, and return faulty pump using prepaid label, which customer acknowledged and understood.